Event description:
Fmc product complaint received for internal leak of the dialyzer. Dialyzer initial use, visible blood in effluent dialysate. Awaiting return of further information. Rn returned phone call reporting a estimated blood loss of 250 ml. There were no patient complications or adverse effects as a result of the leak. The dialyzer had been discarded. MDR filed due to blood loss reported. There was no medical intervention required as a result of the reported leak.